Event description:
Information received by medtronic indicated that customer alleged that insulin pump was over delivering insulin. The customer had a low blood glucose level of 51 mg/dl leading to loss of consciousness which was treated by glucose tablets, hospitalization(glucagon, ems, ambulance and ER visit). The customer was using insulin pump system within 48 hours of reported hypoglycemic event. Troubleshooting was performed. Customer will discontinue to use of the product. The insulin pump will  be returned for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. There were 52 boluses listed on the event date 24-jul-2023 in the pump history file. Please see the first 10 boluses below. 07/24/2023 00:01:01.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 1750 (0.175 u), bolusamountdelivered: 1750 (0.175 u). 07/24/2023 00:05:55.000 normalbolusdelivered (220), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 07/24/2023 00:11:00.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 1500 (0.15 u), bolusamountdelivered: 1500 (0.15 u). 07/24/2023 00:15:57.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 1000 (0.1 u), bolusamountdelivered: 1000 (0.1 u). 07/24/2023 00:21:00.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 1250 (0.125 u), bolusamountdelivered: 1250 (0.125 u). 07/24/2023 00:25:57.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 750 (0.075 u), bolusamountdelivered: 750 (0.075 u). 07/24/2023 00:30:57.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 750 (0.075 u), bolusamountdelivered: 750 (0.075 u). 07/24/2023 00:36:00.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 1500 (0.15 u), bolusamountdelivered: 1500 (0.15 u). 07/24/2023 00:40:55.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 07/24/2023 00:45:57.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 750 (0.075 u), bolusamountdelivered: 750 (0.075 u). Daily total of all insulin delivered was incomplete due to time/date change. 07/24/2023 11:16:26.000 usertimedatechange (3), eventtype = 3, sourceid = 0, historyrecordlength = 19, systemtime = 07/24/2023 11:16:26.000, newsystemtime: 10/09/2023 10:06:26.000. There were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm listed on the event date 24-jul-2023 in the pump history file. 07/24/2023 09:25:59.000 insulindeliverystopped (30), reasonfoinsulindeliverysuspension: usersuspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 24-jul-2023 in the pump history file. 07/17/2023 20:55:21.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). 07/17/2023 21:25:23.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). 07/17/2023 22:26:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 07/24/2023 05:18:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 07/24/2023 05:28:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 07/24/2023 10:31:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 07/24/2023 10:47:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 07/24/2023 11:14:10.000 alarmalertnotification (40), faultnumber: tracecheckerror (68). 07/24/2023 11:14:10.000 alarmalertnotification (40), faultnumber: historypointersbadalarm (49). 07/24/2023 11:14:25.000 alarmalertnotification (40), faultnumber: historypointersbadalarm (49). 07/24/2023 11:15:02.000 alarmalertnotification (40), faultnumber: postresetramcrcalarm (23). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Pump error 68, pump error 49 and pump error 23 were expected due to time reset. 01/01/2009 00:00:24.000 timereset (2), historyrecordlength = 19, systemtime = 01/01/2009 00:00:24.000, newsystemtime: 07/24/2023 11:14:07.000. Sensor error alert (801) not confirmed. Lost sensor alert (780) not confirmed. Pump error 68 not confirmed. Pump error 49 not confirmed. Pump error 23 not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.